Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported hypersensitivity/allergic reaction, hyperglycemia treated with glucose/carb intake, glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884l. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and self test. No unexpected alarms noted during testing. Pump successfully downloaded traces and history files using thump. Successfully uploaded to carelink and generated reports. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. Unit calibrated with sensor and test plug. No calibration anomaly noted. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value was displayed on the pump's home screen. No smartguard feature defects noted. No over/under delivery anomaly noted during testing. In further full review of the pump history on the event date of (B)(6) 2024 found bolus deliveries of 0.025 u at 00:03:43.000, 0.05 u at 00:08:43.000 and 0.05 u at 00:13:41.000. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿ the p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratches on case and cracked battery tube case. Alleged smartguard feature not working and possible under delivery were not confirmed during testing. Unable to verify high bgs and hypersensitivity/allergic reaction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.